Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the ndl, gripper plus, pwr injectable, 20g x 0.75 showed an issue during the flushing procedure. Blood at the head end of the product could not be flushed out despite repeated attempts. Blood accumulated at the connection between the needle tail and the catheter. The product had been used continuously multiple times. There was a patient involvement, no patient injury was reported.